Manufacturer narrative:
The customer reported that the ECG connection is loose on the inside as they can hear it rattling when moving the device. According to the customer, when it works fine if they hold it; however, when shaking it, the readings go crazy. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/17/2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 04/20/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: 04/27/2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that the ECG connection is loose on the inside as they can hear it rattling when moving the device. There was no patient injury reported.